Event description:
It was reported that the patient underwent a revision procedure to revise the cervical plate and screws due to the screws at cephalad end backed out. It was found that both tabs in an anti-migration cap sheared off at cephalad end of the plate.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.